Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors may have contributed to the event but the cause cannot be conclusively determined. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 23mm bioprosthetic aortic valve, implanted four years, two months, was explanted due to premature calcific aortic stenosis, likely accelerated calcification due to previous endocarditis. In the perioperative period, a few weeks after implant of the 23mm 3300tfx valve, he developed endocarditis, which was treated with antibiotics. Intraoperatively, the valve was removed and the adherent cloth ring was freed from the annulus. This was done without tearing through the annulus or otherwise skinning the aorta. They sized to a 21mm aortic valve. The valve seated nicely. The explanted prosthetic valve was horribly calcified on all three leaflets, and it was quite stenotic. The patient came off bypass with good ventricular function. The valve appeared to be working very will without evidence of central leak. There were no complications reported. The patient was discharged on postoperative day three (3). Upon discharge, he was in sinus rhythm with diffuse st elevations consistent with pericarditis.